Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, high capture threshold, a loss of capture, and phrenic nerve stimulation due to dislodgement were noted on the left ventricular lead. The lead was explanted and replaced during an unrelated procedure and the patient was stable with no consequences.